Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs by a health care professional. Review of the available records identified there was left total hip arthroplasty with superior dislocation of femoral head. Age-indeterminate fracture of greater trochanter. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed without product identification. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown cup, lot #unknown; item #unknown, unknown stem, lot #unknown; item #unknown, unknown liner, lot #unknown. Reported event was confirmed based on the x-rays that were provided. Radiographs were provided and reviewed by a health care professional identified left total hip arthroplasty with superior dislocation of femoral head. Age-indeterminate fracture of greater trochanter. DHR review was unable to be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02339, 0001825034-2019-02340.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, the patient underwent a revision procedure due to dislocation. X-ray review shows periprosthetic fracture in the greater trochanter region. Additional information was requested however, none was available.